Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00071 on 09-mar-2026. Additional information (28-apr-2026): siemens reviewed the information provided by the customer, and the available instrument data files. Siemens' review of the instrument data indicated that there was a gap in testing from the time the original sample was tested until the time the repeat testing was performed. The gap between original testing and repeat testing ranged from between 3 to 8 hours. During this time, it is unknown as to how the sample was stored. Co2_c is susceptible to environmental conditions within the lab. Co2_c calibration data indicated poor co2_c calibrator response recovery during the time the discordant co2_c results had occurred. Co2_c is very sensitive to water quality, and the quality of the water can be gauged using co2_c calibration data response values. Siemens confirmed that the current water resistivity was = 10 mo-cm. Siemens' review of the co2_c qc recovery indicated a possible qc stability issue causing the customer to prematurely calibrate the co2_c method. Siemens evaluated the event and determined that the cause of the behavior is inconclusive due to a number of variables that cannot be ruled out as contributing factors (length of time elapsed between testing of original sample and repeat sample, water quality issues). A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported the falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable prior to the erroneous results. The customer loaded a new reagent lot and recalibrated the method. Siemens is evaluating the event.

Event description:
The customer reported that falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who did not question the results. The samples were reprocessed on the original analyzer. The reprocessed results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.